Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
This pt was experiencing poor r-wave sensing and t-wave oversensing that resulted in inappropriate shocks. This lead and the associated ICD were removed. This lead was retained by the hospital. Should add'l info become available, this event will be updated.